Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): the referred infusion pumps are filled for their nominal volume (120 ml) with solutions described (levobupicaine + morphine or ropivacaine + morphine) and instead of last 30 hours of infusion, after 22 hr/23 hr are already empty. Pts felt dizzy and had some respiratory complaints due to a higher dose than should receive.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). We received one original packaged sample. The received sample was taken to a visual examination. Damages or other deviations such as leakages were not detected. Furthermore the flow rate was determined according to the test plan. Nominal value: 4 ml/h; actual value: 4.93 ml/h. The sample is not within our specifications. We are awaiting a statement from the manufacturer. A follow-up report will be provided after the statement is available.